Event description:
End user stated that a couple of weeks ago she developed blisters around stoma at the 6 o' clock position. It is reported that end-user is not sure of how long product has been in use.

Manufacturer narrative:
This event as described is deemed a serious injury because a breach of skin integrity can cause a range of consequences some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. It is reported that the end-user did visit their primary care physician who stated this was a yeast infection. In addition, end-user visited wocn (wound care nurse) and was provided instructions in skin care and cleansing techniques in that the area is cleansed with water and left to dry. On dry skin apply nystatin powder, then a protective barrier spray, dries with wipes then apply wafer. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.